Event description:
While requesting an insulin pump upgrade, the customer reported being hospitalized due to a low blood glucose level two months before the call. Customer reported that paramedics responded to his home and transported him to the hospital. Blood glucose level was around 20 mg/dl at the time of admission. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.